Event description:
It was reported that the patient faced infusion set cannula bent event on (B)(6) 2026. The event occurred within three or more hours of insertion. The insertion site was abdomen. The patient replaced infusion sets and resumed insulin successfully.

Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.